Event description:
Boston scientific received information that this patient was scheduled for a device upgrade to a cardiac resynchronization therapy defibrillator (crt-d) device. The replacement procedure was completed and no adverse events were reported. The patient was transported back to the hospital unit and passed away a few hours later. There were no reported allegations or complaints against the device's operation or functionality. Boston scientific received information from the local representative that no additional details concerning this event were made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.